Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that they received a motor error alarm. The customer's blood glucose was 135 mg/dl at the time of incident. The customer's father stated that the drive support cap appeared normal. The customer's father stated that they were unable to rewind the insulin pump due to alarm. The customer's father stated that the insulin pump was not exposed to high magnetic fields. The customer's father also reported that the insulin pump was screen was so scratched that they could barely see anything. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.